Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 events were reported for this quarter. 1 device was not available to stryker for evaluation. 4 devices were received for evaluation. 3 events were confirmed during testing. 3 devices were found to be affected by corrosion. 1 device evaluation is in progress. 3 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 5 events were previously reported during the reporting quarter; however: 1 event was reported in error. 4 events were reported for the reporting quarter. 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.    Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. 1 device not returned for evaluation; 1 event reported in this record in error.

Event description:
This report summarizes 4 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.